Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
A consumer reported that after implantation of intraocular lens (iol), unable to drive at night due to bright lights. Additional information has been requested.

Event description:
Additional information has been requested and received stating the patient had dull halos at night from headlights. After discussing the scenario with another physician, he took off some liquid from behind the lens implant from both eyes. Due to it dull halo is a very bright burst.

Manufacturer narrative:
On initial MDR the patient code of 2140 was an error. It should have been 2227 on the original MDR. The manufacturer internal reference number is: (B)(4).